Event description:
The device was extruding and surgery was carried out to correct this by resuturing the housing. At the next fitting session the audiologist was unable to obtain any old measurements from the internal device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, device failure analysis will be submitted as a follow up report.